Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿ physician reported via phone call that the customer hospitalized due to hyperglycemia on (B)(6) 2021. The customer's blood glucose level at the time of the incident was 500 mg/dl. Customer was treated with intravenous insulin infusion. The current blood glucose level was 275 mg/dl. The auto mode was active at the time of the incident. Customer had been using an insulin pump system within 48 hours of the reported high blood glucose event. It was reported that the insulin pump was malfunctioning. The insulin pump passed self test and displacement test. The insulin pump will not be returned for analysis. Frn-mmt 332a-rsvr, unomed set.